Event description:
It was reported that during a da Vinci-assisted surgical procedure, the Monopolar Curved Scissors (MCS) Tip Cover accessory came off from the MCS instrument and fell into the patient. The MCS Tip Cover accessory that fell was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
The Monopolar Curved Scissor (MCS) Tip Cover accessory has not been received for failure analysis evaluation.